Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had connection issues and had not used the system in a couple of years. Surgical intervention took place wherein the ipg was explanted and replaced. Issue resolved.